Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported a secondary message identifying the mc speaker as the cause of the failure. The fse advised the customer to replace the speaker or mc power management board. The customer replaced the ventilator speaker and this resolved the issue. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a primary alarm failure (1102) error occurred. There was no patient involvement.